Event description:
A malfunction was reported on a pump. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection. Technical support provided information to reset the pump, which was successful, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.